Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: chile. The liquid is filtered to preserve the suture and the container is stained. So there are some sutures with very little amount of liquid inside, which is doubtful of the correct preservation of the suture and its sterility; also the little amount of liquid makes the catgut very rigid and makes its maneuverability difficult.

Manufacturer narrative:
Samples received: no samples are received for the investigation. Preliminary analysis: stock review: once the stock was checked, it was verified that there are currently no units of this product code and lot number. Quantity produced / imported: from this product code and batch number, (B)(4) units were produced in total. Background: proceed to review the database of claims and verify that to date there is an internal incident report, related to this product code, lot number and cause. Batch record / batch record: a review of the documentation corresponding to the manufacturing of the batch was made, in which the control in process and control of the finished product was verified and no deviations or alterations were identified during the process. Analysis of the sample (s): the images received, corresponding to the reported lot, were visually verified and it is evident that the suture package does not contain a solution, it may be that the defect reported was caused by a fault during the manufacturing process. This defect has already been identified and the necessary corrective measures taken and to date no more reports have been submitted for this reason, which shows that the actions have been effective. Conclusions: actions: no action is required, the leak is a defect identified and addressed in CAPA (B)(4).